Manufacturer narrative:
Additional information is provided in h.6. And h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy procedure the system suddenly crashed. The maintenance staff unplugged the built-in power supply and then restarted the system and the procedure was successfully completed.